Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the explanted device was not returned as it was kept by the medical facility.